Event description:
It was reported that while the epg (external pulse generator) was in use on a patient, it stopped pacing. The patient required resuscitation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. A short time after the device was powered on, it turned off spontaneously. The cause was the main pcb (printed circuit board).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that while the external pacemaker was in use, it stopped pacing. The patient connected to the external pacemaker required resuscitation. No further patient complications have been reported as a result of this event.